Event description:
Customer reported an issue with the dpm 6 monitor, which may have affected spo2 monitoring. No patient injury was reported.

Manufacturer narrative:
Company representative evaluated the unit. Corrections included replacement of the spo2 trunk cable. Unit was safety tested to factory's specifications.